Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening.

Event description:
The patient had left si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient did well initially following the procedure but later complained of a recurrence of si joint pain symptoms. The surgeon determined that the middle positioned implant may have been loose. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the middle positioned implant and replaced it with a wider implant of the same type. No other preexisting implants were adjusted or removed. The surgeon did not indicate that any of the implants were malpositioned. The patient is doing better post-op.